Event description:
Healthcare professional reported "rupture" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior, broken crease sharp on posterior, wear abrasion, stress marks and crease fold. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening. An broken crease sharp on posterior assessed as fold flaw opening. Additional, changed, and/or corrected data: d9, h3, h6.